Event description:
Litigation papers allege the patient developed significant pain in the implanted hip and is at an increased risk for requiring revision surgery to resolve the patients pain. Additionally it is alleged the patient is at increased risk for suffering from or in the future developing the toxic effects of the cobalt and chromium that have degraded from the hip implant into her body.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created to update legacy complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege the patient developed significant pain in the implanted hip and is at an increased risk for requiring revision surgery to resolve the patient's pain. Additionally it is alleged the patient is at increased risk for suffering from or in the future developing the toxic effects of the cobalt and chromium that have degraded from the hip implant into her body. Update: 10/26/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient is a resident of (B)(6). Additional information: doi: (B)(6) 2003 - dor: none reported (right hip). (B)(6) 2014 updated patient harm and/or complaint category. (B)(6). 05/13/2015 all complaint documents have been scanned and attached pmp. Update ad may 23, 2018 ppf received. No new alleges provided. Updated product and lot number of insert (121887352/1115067) and head (136551000/1130641).